Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's display is blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. The customer's complaint of a blank display could not be confirmed or duplicated. The device's touch screen was found to not operate due to a disconnected ribbon cable. The ribbon cable was reconnected to address the issue. During the evaluation of the device, "service required" codes were found in the ventilator's downloaded error log. The device was recalibrated to address the issues. The ventilator was replaced for the customer and this device was scrapped.

Event description:
The manufacturer received information alleging a ventilator's display is blank. The device was not in patient use. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.